Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received an inappropriate shock from the ICD when the right ventricular lead had dislodged into the atrium. The rv lead interpreted the patient¿s atrial fibrillation as ventricular arrhythmia and defibrillated the patient. No episodes of this event were recorded on the device or merlin.net. The rv lead was repositioned on (B)(6) 2019. All lead measurements were within normal range after the lead revision procedure. Later, it was noted that the patient¿s ejection fraction (ef) had improved to normal, and the patient no longer met the criteria for an ICD implant. Therefore, the patient presented for a dual-chamber ICD extraction and a dual-chamber pacemaker insertion on (B)(6) 2019. Upon device check prior to the procedure, high capture thresholds, low r wave amplitudes, and decreased pacing lead impedance were observed on the rv lead. The lead was dislodged. The entire system was explanted, and a dual-chamber pacemaker was implanted. The patient was stable throughout the event.

Manufacturer narrative:
The reported events of inappropriate hv output, inadequate capture threshold, sensing r- wave amplitude variation and low pacing lead impedance were not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.